Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Medical products - biomet m2a acetabular cup catalog#: us157856 lot#: 667860. Biomet bimetric femoral stem catalog#: x181313 lot#: 750440. Biomet m2a magnum taper adapter catalog#: 139258 lot#: 267030.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 50mm and one m2a-magnum pf cup 56odx50id were returned and evaluated. Upon visual inspection there was still bio material on the outside of the cup. The taper of the head has a black line around the inside. The outside radius of the head shows visible scuffing. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03065 / 03067). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to alleged elevated metal ion levels. A review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting clear brown fluid. Metallosis and thin-walled pseudotumor type presentation along greater trochanteric bursal region down to the posterior capsule. Destruction of the central half of the gluteus medius attachment to the greater trochanter consistent with mild metal-on-metal hypersensitivity reaction. The cup appeared vertical. The additional information does not change the outcome of the previous investigation. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to pain, elevated metal ion levels. During the procedure, metallosis and thin-walled pseudotumor type presentation which extended from the great trochanteric bursal region down into the posterior capsule to the joint. There was also noted tissue damage and destruction of the central half of the gluteus medius attachment to the greater trochanter and the cup appeared vertical. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05319, 0001825034 - 2019 - 05320.